Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 06-nov-2023, noted a correction to the 3500a follow-up #1 as in the h10. Additional manufacturer narrative it stated, ¿manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.¿ however, it should have stated, ¿a manufacturing record evaluation was performed for the finished device 30991136l number, and no internal action related to the complaint was found during the review.¿

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a octaray mapping catheter and char issue occurred. There was potential char formation discovered on the distal tip of one spine of the catheter when the catheter was pulled from the patient. The procedure was already completed when the issue was discovered. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The char issue was assessed as MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 14-oct-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).